Event description:
A red cell exchange was carried out for a diagnosis of sickle cell crisis. A single lumen catheter had been used prior to the procedure. This caused recycling of blood and blood loss instead of actual exchange of sickle cells for normal ones. Replacement with a double-lumen catheter (after 2 ineffective procedures) saved the pt. The pt was exposed to 3x more donors than if an exchange had occurred on the first try. The pt was also compromised by prolonged sickle crisis and anemia (blood loss and hemolytic). Finally, there was an excess of heparin given to the pt. All problems could have been avoided if a double lumen catheter had been used. The real problem is that, after a catheter has been placed, there is no marker or code used on any MFR's product to tell a physician, nurse or technician what kind of catheter was inserted. Only the external tip can be visulaized. Rptr asks why can't the industry develop a standard code to indicate on the portion of catheter outside the pt whether there is one or there are two lumens, their diameter etc." Only the package states the type of catheter. Once the catheter is removed from its package and inserted, there is no way to tell MFR or model or anything else.